Event description:
The patient was implanted with suspend tutoplast fascia lata and herniamesh t-sling. Later the patient experienced suprapubic pain and secondary prolapse. Estrogen was prescribed on (B)(6), 2012. An anterior colporrhaphy with graft placement (suspend tutoplast fasia lata) and transobturator placement (herniamesh t-sling) and cystoscopy were performed.